Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed the functional test, including the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0871 inches. However, unit received with unexpected battery power loss and had high sleep current. Pump¿s history and trace files downloaded successfully using thus software. Unit was monitored for 24 hours and no device heating up anomalies noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapped pcba 2 board with a test board and sleep current measurement passed. No low battery alerts found in pump history. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case, cracked case near the corner of belt clip rails, minor cracked lcd window, broken battery tube threads, and cracked case on the battery tube side. Device heating up not confirmed during testing. Cosmetic damage was confirmed where cracked case, cracked case near the corner of belt clip rails, minor cracked lcd window, broken battery tube threads, and cracked case on the battery tube side was noted. Pump's battery lasting less than 1 week was confirmed during testing where unit didn't pass sleep current. Problem isolated to pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. Troubleshooting was performed and the pump was replaced. The event involved product(s) mmt-1884l. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported pump is warm, hot, or overheating. Customer reported damage to the battery compartment or pump case. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was that mmt-1884l